Event description:
It was reported that a dissection occurred. The patient presented with coronary artery disease and underwent percutaneous coronary intervention. The 95% stenosed target lesion was located in the non-tortuous and non-calcified left anterior descending artery. Following pre-dilation with a 2.50 x 12mm non-boston scientific semi-compliant balloon catheter, a 3.00 x 28mm synergy xd drug-eluting stent (des) was successfully deployed at 13 atmospheres. Post deployment, a flow-limiting distal stent edge dissection was observed. Another 2.75 x 28mm synergy xd des was deployed to cover the dissection, followed by post-dilation. A 3.50 x 24mm synergy des was implanted to complete the procedure. No further patient complications were reported, and the patient was stable post procedure.